Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the cylinder bulge and the pump not passing deactivate state testing could have caused the clinical observations. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually and microscopically inspected, and underwent leak and pressure testing. A bulge was found in the distal body one cylinder upon inflation with a syringe. The other cylinder passed all testing. The pump was examined and tested. No visual damages were found upon inspection however; the pump did not pass the valve deactivate state test. The reservoir was inspected and no visual damages were found upon inspection. The reservoir passed all tests performed. Product analyses of the cylinder and pump confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient could not inflate the inflatable penile prosthesis (ipp) device. A replacement surgery was performed. No patient complications were reported.

Event description:
It was reported that the patient could not inflate the inflatable penile prosthesis (ipp) device. A revision surgery has been requested. No further information has been provided.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the cylinder bulge and the pump failure to have the valve in deactive state could affect the functionality of the device. Product analysis confirmed a device issue. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Cylinder 1 has broken fabric threads with bulge when inflated with syringe in the distal cylinder body. No leaks were found. Cylinder 2 passed all tests performed. The pump was examined and tested. No visual damages were found upon inspection however; the pump failed the valve deactive state test. The spherical reservoir was inspected and no visual damages were found upon inspection. The reservoir passed all tests performed. The product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient could not inflate the inflatable penile prosthesis (ipp) device. A replacement surgery was performed. No further information has been provided.